Event description:
Customer reported intermittent loss of power to both monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors. System operates as intended.